Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon .completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, several bd safetyglide" needle products were found packaged and labeled incorrectly. There were 0.5 inch needles in 1 inch packaging. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Photos were received by bd (B)(4) and confirmed to be from batch #6001842 (p/n 305916). This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. CAPA (B)(4) was opened to address this issue.